Manufacturer narrative:
Device evaluated by manufacturer: analysis of returned device revealed there was blood residue in different spots of the device, including flushing ports. The guidewire was still inside the device and both handle locks were opened. The flushing ports were closed. The distal filter came back fully deployed, although the articulating sheath was pinched (wavy). During functional inspection, detachment of the distal filter slider 3 was discovered, along with buckling and detachment of the inner-member. The proximal filter was able to advance/retract, however the distal filter could not be moved due to the damage in distal filter slider.

Event description:
It was reported that the distal filter could not be re-sheathed. A sentinel cerebral protection system was in use during a procedure. Upon removal, while retrieving the second filter, the proximal portion of the distal filter got stuck in the distal sheath and was unable to be fully re-sheathed. The distal filter slider on the device handle broke as well. The patient condition is fine with no issues.

Event description:
It was reported that the distal filter could not be re-sheathed. A sentinel cerebral protection system was in use during a procedure. Upon removal, while retrieving the second filter, the proximal portion of the distal filter got stuck in the distal sheath and was unable to be fully re-sheathed. The distal filter slider on the device handle broke as well. The patient condition is fine with no issues.